Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Reference: (B)(4).

Event description:
On (B)(6) 2011 the customer stated that noticed a whole at the sterile pouch during the inspection at (B)(4) lifeline distribution center. Reference: (B)(4).